Manufacturer narrative:
A sample was returned for evaluation but, no lot number was provided. An inflation/deflation test was performed using a syringe and 25cc of air was applied to the cuff. It was observed the cuff deflated immediately. The cuff was submerged into a container filled with water and with a syringe 25cc of air was applied to the cuff; it was observed that air leaked through a small tear in the cuff. The failure mode tear in cuff was confirmed. (B)(4).

Event description:
The user facility stated one hour after intubation a leak occurred in the tracheostomy tube. The staff discovered a pinhole on the cuff. The tracheal tube was successfully replaced with a similar device. There was no pt harm reported. It was reported that the tracheal tube was tested prior to use. Xylocaine jelly was used as a lubrication substance during intubation.

Manufacturer narrative:
(B)(4).